Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the ¿ez carb calculation was inaccurate based on the insulin to carbohydrate (I:c) ratio; the pump was calculating low." There was no indication that the device caused or contributed to an adverse event. This complaint is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: during investigation, all testing was done with test caps. The battery cap and cartridge cap were not returned. The pump powered on with a test battery cap. The insulin to carb ratio settings were reviews on the pump and download history. The insulin to carb ratio was set to one uin for every ten grams of carbs. Investigation showed, when ten grams, 25 grams, and 50 grams of carbs were entered the calculation correctly showed one unit, 2.5 units, and 5 units of insulin. The calculation was correct. The incorrect insulin to carb ratio calculation complaint could not be duplicated.